Event description:
It was reported that this right atrial (ra) lead presented a lack of capture due to it dislodging, with the dislodgment confirmed by x-ray imaging. The following physician suspected the lead dislodged due to twiddlers syndrome. This lead was explanted and a new device was implanted. No additional patient effects were reported.